Event description:
The plaintiff's attorney alleged that the patient experienced an adverse cardiovascular event, which was allegedly caused by the exposure to the product administered for dialysis treatment.

Manufacturer narrative:
(B)(4). This is one of two device reports associated with this event. This event is one of two events for the same patient.